Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had an error in the motor was detected by reading unexpected value from hall sensor. The customer¿s blood glucose level was 248 mg/dl. The customer was assisted with troubleshooting. Customer stated that the insulin pump turned off by itself and the insulin pump got pump error alarm. Customer stated that the blood glucose level was high due to they had flue. Customer stated that they unable to enter auto basal. The insulin pump will not be returned for analysis.